Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the returned device confirmed the report. Beginning near the 20cm mark on the distal end of the wire guide the coating has peeled from the wire guide exposing the core wire. The exposed damage area is approx 3 cm in length. The coating peeled away from the wire guide but is attached above and below the damaged exposed core wire area. No portion of the device is found to be detached or missing. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis. The device history records for the wire guide subassembly lot numbers associated with the lot number said to be involved were reviewed. A discrepancy or anomaly were not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions advise the user that the wire guide should be kept wet for best results. The instructions for use describe the appropriate flushing techniques for use of this coated wire guide. These techniques described include, flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide coating damage. Prior to distribution, all fusion pre-loaded with acrobat wire guide sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion pre-loaded with acrobat wire guide sphincterotome. The sphincterotome was fine. The wire guide coating stripped and was hanging off but remained attached to the wire guide. The sphincterotome had been advanced and retracted once. The physician wanted to advance the sphincterotome again and noticed the wire guide stripping while reloading the wire guide. No section of the device detached inside the patient. Another wire guide of the same type was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.